Event description:
It was reported that externalized conductors were observed. Competitors representative left lead and associated device on table. No electrical function test could be done on the lead. Lead will be returned.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 8.8-12.5cm and 9.9-12.2cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 24.3-24.4cm and 26.7-26.9cm from the distal tip. The etfe coating was intact at these locations.